Manufacturer narrative:
The device has not been returned for evaluation and no images have been provided, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be reevaluated as needed.

Event description:
PICC line snapped between flange and patient insertion side. Line was removed immediately from patient.